Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found the insulation abrasion exposing the outer coil proximal to the suture sleeve marks which is consistent with abrasion caused by friction to the device can.